Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported one of patient's leads had migrated. Investigation was unable to identify which lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.